Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker header could not accept the leads. The physician elected to complete the procedure with a different pacemaker. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual, electrical, mechanical, and longevity evaluations were normal with no anomalies found. Device history record review indicates all steps were completed and signed off without anomaly.